Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/27/2013 with the following findings: a review of the pump¿s history showed reboots and an unrelated time and date reset to factory default following a reboot. A visual inspection of the pump showed a cracked battery compartment. No damage was found to the returned battery cap; and the cap was able to secure on to the pump. The battery cap dimensions were found to be within specifications. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no power issues or alarms. A leak test verified a leak in the battery compartment. The pump was opened and no damage was found to the power circuit and no internal moisture was found. The internal battery clock was found to be leaking, causing the unrelated time and date reset to factory default.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump would not power on and there was moisture behind the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.